Event description:
Tissue expander with reported deflation/leakage at 119 days and 80% full. Device deflated due to 2.0 pds suture poking hole in the implant shell. Device removed and replaced with another tissue expander.